Event description:
It was reported that the leads had high impedances and was noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted devices were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: (B)(6) UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6) batch: (B)(6). UDI: (B)(4).